Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preparation for a cryo ablation procedure, a leak was detected in the sheath valve. The sheath was exchanged and the case proceeded without malfunction. The case outcome is unknown at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath, 4fc12 with lot 83522-059, was returned and analyzed. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. In conclusion, the reported issue was confirmed through testing, the sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
On (B)(6) 2017: additional information reported that the case was finished with success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.